Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2022).

Event description:
It was reported that approximately one and a half years post port placement through internal jugular vein, the catheter allegedly cracked and leaked around the port body. Therefore, the port system was removed and the crack was found on the removed catheter. There was no reported patient injury.

Event description:
It was reported that approximately one and a half years post port placement through internal jugular vein, the catheter allegedly cracked and leaked around the port body. Therefore, the port system was removed and the crack was found on the removed catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, fluid leak and the identified wear and deformation issues, as a partial circumferential break was noted approximately 6.5 cm from the distal end of the cath-lock. An apparent split was observed approximately 7.2 cm from the distal end of the cath-lock. Two kinks were observed approximately 5.5 cm and 7.7 cm from the distal end of the cath-lock. The edges of the partial circumferential break appeared rounded. The edges of the circumferential split appeared mostly granular and the split appeared to penetrate through to the catheter. Upon infusion of the port body with attached catheter segment, leaks from the partial circumferential break as well as the circumferential split were observed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.